Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient care representative reported a patient's left eye was treated for distance instead of near. The patient complained of very bad near vision and hopes it gets better. The patient will need an enhancement but it is too soon.

Manufacturer narrative:
The reported treatment could not be identified in the logfile. A logfile review for the whole day was performed. The result showed no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. The root cause could not be determined conclusively. The most likely root cause is that the user has not entered the treatment plan as a monovision treatment for the patient. However, a technical root cause could be excluded. The manufacturer internal reference number is: (B)(4).